Manufacturer narrative:
This is 2/2 reports.

Event description:
During the treatment of a-com sah while advancing the subject guidewire within the non-stryker balloon catheter, resistance was encountered in the shaft. While manipulating the subject guidewire, it was found that the radiopacity part of the device was fractured. The physician attempted to retrieve the fractured part; however, it migrated and remained in a1 - m1 - ic-top, resulting in ischemia in the patient's a1 and beyond. In attempt to retrieve the broken fragment of the subject guidewire, a stryker stent was used. However, the stent was prematurely deployed and was unable to retrieve the guidewire fragment. The fractured part of the guidewire remained in the patient. The cause of ischemia is unknown if the guidewire or the non-stryker stent. The condition of the patient at present is unknown. No further information is available.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 gtin - added d4 expiration date - added there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that while manipulating the guidewire, it was found that the radiopacity part of it was fractured, and attempted to retrieve the fractured part; however, it got migrated and remained in a1 - m1 - ic-top, resulting in ischemia in the patient's a1 and beyond. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to 'guidewire distal end friction', 'guidewire distal tip broken/fractured during use' and 'un-retrieved device fragments'.

Event description:
During the treatment of a-com sah while advancing the subject guidewire within the non-stryker balloon catheter, resistance was encountered in the shaft. While manipulating the subject guidewire, it was found that the radiopacity part of the device was fractured. The physician attempted to retrieve the fractured part; however, it migrated and remained in a1 - m1 - ic-top, resulting in ischemia in the patient's a1 and beyond. In attempt to retrieve the broken fragment of the subject guidewire, a stryker stent was used. However, the stent was prematurely deployed and was unable to retrieve the guidewire fragment. The fractured part of the guidewire remained in the patient. The cause of ischemia is unknown if the guidewire or the non-stryker stent. The condition of the patient at present is unknown. No further information is available.